Event description:
A malfunction code was reported for the pump, identified as "malf 16." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Customer reverted to using an alternate method of insulin therapy.